Manufacturer narrative:
No sample was returned for evaluation therefore, the condition of the product could not be verified. A device history record review for the reported product shows that the product was released as per specifications. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Additional information: three unopened trocar assemblies were received in trays for evaluation. The returned samples were visually inspected . Two samples were found conforming and one sample was found non-conforming with an open valve. The conforming samples were then tested for leaking and were found conforming. The visual examination of the returned samples identified an open valve condition. The evaluation of the samples could not determine the cause for the valve condition. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. The procedure was completed without consequences to the patient. Additional information and product sample have been requested for evaluation.